Event description:
It was reported to boston scientific corp that an advantage fit transvaginal system was used during an advantage fit procedure. According to the complainant, during the procedure, the bladder was perforated. The procedure was completed with this device and the pt was catheterized overnight. There were no other pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".